Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the cartridge was loaded, the insulin gauge indicated the cartridge was empty. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer reloaded the cartridge to resolve the issue.